Event description:
Customer reportedly obtained results of 58mg/dl, 126mg/dl, and 73mg/dl within 10 minutes on the aviva system. Customer drank a soda and ate candy due to 58mg/dl result. No adverse event reported. Requested return of suspect system and replacement was sent.